Event description:
Add'l info rec'd from MFR 05/05/04: inspection records indicate this device was originally inspected in MFR's facility on 10/3/1996 and passed all required functional inspection criteria. The pump appears to have been at the reporting facility since 1996. Problem reported as over-prossuring the knee during surgery. Several attempts were made to have the device returned for evaluation. The report from the reporter facility was that there were no adverse pt consequences as a result of this incident. Hospital risk mgmt refuses to release the device. No further investigation into this incident is possible at this time.

Event description:
Arthrex pump failed. Pressure set at 50mm but too much fluid went into the tissue. Pressure measured at 70mm. No harm to pt.